Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).

Event description:
The following information was reported: following a coronary interventional procedure on (B)(6) 2014, the patient was closed with a mynxgrip (6f/7f) vascular closure device. The closure was successful and the patient was discharged the morning of (B)(6) 2014. The patient was kept overnight because it was an interventional procedure. The patient woke up in pain at home on (B)(6) 2014 and noticed a large hematoma (2 cm x 4 cm) at the original access site. The hematoma was resolved with manual compression which was longer than 30 minutes. The manual compression was applied at home by the patient. The patient did not go to the ER or to the physician's office.